Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Were there any intra-operative complications? Were any concomitant procedures performed? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Onset date/time of the pain from surgery? Location and character of the pain? What medical intervention was given for the pain management? Results? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. 2210968-2020-06346 submitted to capture events of mesh erosion. 2210968-2020-06345 submitted to capture later events of pain, discharge and surgical intervention.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007 and mesh was implanted. In 2009, the patient experienced mesh exposure. No further information is available.